Event description:
One patient with discrepant hba1c results. Initial result 8.8%, same sample sent to reference lab for repeat, which gave 6.7%. Initial result not reported. The technical service representative was unable to determine or replicate the cause of the discrepancy.